Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to try a different wall outlet and received a replacement charging cable and wall adapter, but the issue persisted. Technical support decided to replace the pump, and the customer reverted to an alternate method of insulin therapy.